Event description:
It was reported that there was a total loss of system functionality. The system was not operational. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.